Event description:
During the procedure, when trying to remove the catheter, which was stuck, the physician gave it a fairly hard tug, at which time the steelcore guide wire broke into two pieces. The distal end of the guide wire was removed from the pt, inside the distal portion of the catheter with a snare.